Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The helix extended and retracted within specification.

Event description:
It was reported that during the implant procedure, the helix on the lead could not extend normally. The lead was not used and replaced with another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.